Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospice hospital. The caller did not know the cause of death. The caller could not recall the exact date of the customer's hospitalization; stated it was a couple of days before passing. The caller stated that a combination of things lead to the customer's passing; diabetes, alzheimer, and not sure what else. The caller did not know the customer's blood glucose at the time of passing. The caller could not recall whether the customer was wearing the insulin pump at the time of passing or not. The caller does not know where the insulin pump is. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.